Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and ulceration in the pocket area. As a result, the system was explanted. No additional adverse patient effects were reported. This ICD has not been returned.

Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.